Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2; reference MFR report#3006705815-2018-01363 it was reported the patient was scheduled for brain scan. Reportedly, the scs system was unable to be set to MRI mode. Low impedances were reported on multiple lead contacts. As a result, the scs system was explanted.